Event description:
Mains lead molding has burned at the end of the trinova pump. No pt injury occurred, however, it is being reported because if the event were to recur, there is a potential for and electric shock or loss of therapy to the pt.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). The pump was returned to arjohuntleigh for inspection. The following observations were noted: on either side of the molding, the plastic is convex as if clamped between two surfaces. The clamping would cut into the molding. If this is the case, it is unlikely that the damage was caused while connected to the pump due to the position of the plug in the pump casing. One of the convex surfaces appears to have a ledge that may have been part of the clamping surface. The burned gap is almost horizontal with respect to the molding and appears to have partially sliced through the neutral line. The insulation on the neutral line appears to have been cleanly sliced. The supply cable has evidence of wear on its surfaces implying that it has been in service for a long time. It is likely that the molding was damaged along with the neutral conductor. The damaged conductor may have then heated up causing the area around the conductor to burn while in operation with the pump. The damage to the molding can be attributed to the lack of the user care of the equipment. It was also found that the main lead was not they type originally supplied with the pump. The mains fuse should be 3a but a 5a was fitted instead. Page 2 of the product IFU states that "huntleigh healthcare strongly advises & warns that only pegasus company- designated parts, which are designed for purpose, should be used on the equipment & other appliances supplied by huntleigh healthcare, to avoid injuries attributed to the use of the inadequate parts." Page 3 of the IFU under conditions states that "the guidelines for product care must be followed from the first use of the system by the customer." From the above, it is clear that if the instructions in the IFU were followed, this event could have been prevented. No injury to the pt occurred and no known failure of a similar type was noted in the preceding 12 months. This was seen as an isolated occurrence possibly due to external damage and has a low risk of reoccurrence.